Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. After culture testing, the device will be evaluated. An olympus endoscopic support specialist (ess) visited the facility and to speak with the team members regarding the reprocessing procedure and observed the inaccurate sequences. The ess provided in-service, and training following the observation and pointed out the inconsistencies. Further information was provided by the customer. There was no patient contaminated. Cleaning and disinfectant solutions use was ruholf, endozime sponge and revital-ox. A olympus oer-pro was used for reprocessing. The endoscope channel was brushed with a single steris brush. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for staphylococcus. The inter channels and the tip of the scope was cultures. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. The device was evaluated by olympus. White residue was discover at the opening of the channel and positive culture was confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end & elevator mechanism. Cfu: unspecified. Bacterial identification: staphylococcus capitis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since there was residue in the device after reprocessing it is possible the reported events occurred due to insufficient reprocessing. Additionally, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the reported events could not be determined. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.